Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue was confirmed. Device upon inspection found no image displayed, blackout at angle. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of no image is displayed. The issue was found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the image disappears during angulation operation of the device. There was a crack observed in the adhesive filling area of the image sensor. External stress such as inserting and removing the device diagonally from the trocar, may have resulted in an unexpected force applied to the adhesive filling area of the device. Although the root cause could not be determined, it is likely that the event occurred due to a temporary disconnection or short circuit at the cracked area of the device. Olympus will continue to monitor field performance for this device